Event description:
Physio-control rep was testing a demo device and found that it would not power on. There was no pt involvement with the reported event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. Physio determined the root cause of malfunction to be a loose card from the system pcb assembly. The sbc card was reseated and proper assembly operation observed. A replacement demo device was provided to representative.